Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2012, and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 1/15/2016. (B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It was reported that patient underwent extensive lysis of adhesions and diagnostic laparoscopy with right oophorectomy on (B)(6) 2014 due to pelvic pain, complex right ovarian cyst and pelvic adhesions. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat chronic pain, dysfunctional uterine bleeding and stress urinary incontinence. It was reported that the patient underwent the concurrent procedures of laparoscopic assisted vaginal hysterectomy and left salpingo-oophorectomy. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia and neuromuscular problems. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.